Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high pacing thresholds which could have contributed to implantable pulse generator (ipg) premature battery depletion. The lead was capped and replaced. The ipg was removed and replaced. No patient complications have been reported as a result of this event.